Event description:
International affiliate reports that during the t4 l1 posterior fusion procedure, when the cement was being injected into a screw, within one minute there was a sudden drop in the patient's blood pressure. There were three separate injections from three separate confidence kit lots. Blood pressure dropped on all three injections. The blood pressure was raised back up and the surgeon continued to inject cement into the rest of the screws. On discharge the patient's blood pressure was normal and the patient is doing well. It was reported that there was no product problem. This report is being filed for the one event involving cement injections from the three separate confidence kit lots. Concomitant device - spinal screw, catalog number unknown.

Manufacturer narrative:
Lot numbers involved = lot hpbbwm, mfg date = 01/22/2013, lot hpcbdn, mfg date = 02/12/2013, lot hpcbg2, mfg date = 02/18/2013. Reviews of the device history records for the three production lots found no discrepancies. Review of product complaints found no significant trend. Additionally, it was reported that there was no product problem. Without a product sample we are unable to confirm the reported issue or identify the root cause. However, as noted in the accompanying IFU, transitory fall in blood pressure is a possible adverse reaction to pmma bone cement. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. Discarded by customer.